Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2019 via tha. In last week, the patient told the surgeon instability of hip joint. There was a suspicion of dislocation of the liner by x-ray, the surgeon decided to perform the revision surgery. The revision surgery was performed on (B)(6) 2021. During the surgery, the surgeon found that the liner dislocated and the head and the cup were in direct contact. There was black discolored soft tissue which was caused by metallosis in joint. The surgeon removed the damaged soft tissue. The surgeon replaced 4 screws, hole eliminator, stem, the liner, the head. The surgery was completed successfully without any surgical delay. The surgeon commented that he sees the problem as disadvantages to the patient because the patient had to has the revision surgery, however, there had been poor setting of the liner when the primary surgery, he sees the poor setting as technical problem by surgeon in charge of the primary surgery. The surgeon is going to keep the patient under observation. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.